Manufacturer narrative:
Initial reporter: (B)(6). Requests for additional info regarding the event and pt involvement have been sent via email and left as voice messages. The manufacturer is continuing to follow-up with the distributor for a response to the questions. The distributor has been trained on the service and repair of the millennium ventilator. Cold soldering is not approved by the manufacturer for repairing the device. The device was not been returned to the manufacturer for service. A request was made to the distributor asking if a two-year overhaul has been performed on the ventilator. A supplemental MDR will be submitted upon receipt of info from the distributor.

Event description:
As reported by the distributor, the millennium infant ventilator works intermittently. Upon connecting the device si cycles and then turns off. Some components have been cold soldered. The device was disassembled, reassembled and turned on. It worked for approximately 30 minutes when the ventilator stopped cycling. The visual alarm stays activated on the display.